Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports the battery will not run calibration in unit. There was no reported patient involvement/adverse patient impact.

Event description:
Customer reported the screen malfunctioned. There was no reported patient involvement.